Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) exhibited a code 1007 indicative of charge time exceeding limitations. The physician elected to explant and replace the device to resolve the event. No additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies on the device case. Review of device memory found a shorted lead error code 1007 had been recorded. Memory also showed that the device had delivered 70 shocks since implant. The most recently attempted 41j shock resulted in abnormal shock impedance measurements and the device battery status was subsequently impacted due to these long charge times. This resulted in a shortened elective replacement indicator (eri) to end of life (eol) interval. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. Analysis did not reveal any other device characteristics that could have contributed to the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) exhibited a code 1007 indicative of charge time exceeding limitations. The physician elected to explant and replace the device to resolve the event. The device is expected for analysis, but has not yet been received. No additional adverse patient effects were reported.